Event description:
Two of the same size files separated in the same tooth on the same pt. The pt was referred to a specialist for further treatment, though outcome of the event is not known as of this report.